Manufacturer narrative:
An event of premature separation was reported. Information from the field indicated that the valve was recaptured a first time, repositioned on the ring, the valve popped into the aorta still in attached position 80% of deployment, and it was impossible to completely recapture the valve in the aorta. Additionally, part of the valve capsule was damaged and indicated that a retainer tab was detached and prevented the sheath from sliding. The provided image of the device was reviewed, and the valve can be seen not fully captured in the delivery system. Based on all available information, a cause for the reported event could not be conclusively determined. It is possible that this was the result of procedural conditions, as case details indicate the valve was loaded without issue and was successfully recaptured once before the event occurred. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 medical device problem code 1395 was removed

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The sizing dimensions of the patient's annulus were as follows: diameter = 22.8mm, area = 396 mm^2, and perimeter = 71.6mm. There was no report of any issues loading the valve. During positioning of the valve, it was recaptured into the delivery system and repositioned on the annulus. The valve was at 80% deployment from the delivery system and then migrated into the aorta. It was impossible to completely recapture the valve into the delivery system. A detached retainer tab was observed which prevented the sheath from sliding, causing the valve capsule to kink. The delivery system and valve were removed from the patient. A replacement 25mm navitor valve and flexnav delivery system were used to complete the procedure. There was no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
It was reported that on 15 november 2023, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The sizing dimensions of the patient's annulus were as follows: diameter = 22.8mm, area = 396 mm2; and perimeter = 71.6mm. There was no report of any issues loading the valve. During positioning of the valve, it was recaptured into the flexnav and repositioned on the annulus. The valve was then ejected into the aorta at 80% deployment, still attached to the flexnav. It was impossible to completely recapture the valve. A detached retainer tab was observed which prevented the sheath from sliding, causing the valve capsule to kink. The flexnav and valve we removed from the patient. A replacement 25mm navitor valve and small flexnav delivery system were used to complete the procedure. There was no patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be discharged.